Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead replacement procedure, the patient's implantable cardioverter defibrillator (ICD) had connection issues with the header and the lead pin. The device was explanted and replaced. No patient complications have been reported as a result of this event.